Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 3. The technical service representative (tsr) explained the alarm and had the home patient (hp) close the clamps then cycle the power to clear the alarm. The tsr advised the hp to either finish with manuals or start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that he did not disconnect at anytime during therapy and he did not notice anything unusual at the time of the alarm. The hp stated he used manuals that night after the alarm and resumed therapy on the cycler the following night without any problems. The hp did not let his pd rn know about the alarm, but he will contact her. No patient injury or medical intervention was reported.